Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. It is observed that the metal disc is broken and all the shaft of the drill bit is intact. Under magnification, the drill bit cutting tip is heavily worn, the shaft has a lot of scratches, and the laser markings are slightly faded. This complaint can be confirmed. Excess striations on the shaft indicate the drill bit was heavily used. This failure can be attributed to field wear. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than the signs of heavy use, without additional information, we cannot discern a root cause for this failure at this time. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a shoulder repair that his gryphon drill bit broke into two separate pieces when drilling the hole into the glenoid. The sales rep reported that the device broke at the proximal end where it attaches to the drill and had to be unchucked in order to be removed. The sales rep confirmed nothing fell into the patient. The surgeon completed the procedure with another like device with no patient consequences and a five minute delay. The sales rep reported that the device is under 2 years old but is very worn and has seen heavy use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.